Manufacturer narrative:
Date of event: date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy. It was reported that the patient is on a wait list to see their urogynecologist, but they told them to call medtronic. The patient turned the device off on friday before they had their visit to the ER because of the pain they were experiencing. They thought it could be kidney stones, but they did cat scan to rule out kidney stones. They are assuming the pain is related to the neurostimulator. Patient was able to connect with stimulator on friday. The reading was strange. It was at .9, which is a setting they have not ever been to. Since then, when patient tried to connect the handset to the stimulator, they can't connect to it at this point. The pain has been present off and on for the last month to month and a half. Patient has had consistent pain since middle of last week. Unbearable pain since thursday and friday of last week. When patient turned off the stimulation, the pain didn't get better. Then they said the pain may have subsided somewhat friday morning when they turned the stimulation off. Blood work and urinalyses showed there was a bladder infection and they were treated with antibiotic's on friday. The pain subsided somewhat. Instead of sharp uncontrollable pain, now patient has a constant pain. The pain is where the stimulator is. Pain is going through that area. The patient also noted pain across to their abdominal area. Confirmed there was no electrical magnetic interference, blue side was against the skin vertically, communicator was not plugged into recharging cord, patient can feel the stimulator, and repositioned the communicator. Agent had patient lean forward and then they were able to connect to the stimulator. Patient was able to confirm their stimulation was off. Patient said they have never had an issue connecting to the stimulator. They haven't had any falls or accidents. Patient said they did have two endoscopy's. Patient did not turn her therapy off for the procedure and they did remove polyps. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.